Manufacturer narrative:
\The drill was received by the manufacturer, however, the overheating failure could not be replicated. For preventive maintenance purposes, a bearing and the rotor assembly were replaced due to the presence of corrosion. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the drill was overheating. It is unk if this event occurred during a surgical procedure. There was no user or pt injury reported, and no adverse consequences alleged with this event.